Event description:
Septic knee [arthritis bacteria]. Painful knee [arthralgia]. Swollen knee [joint swelling]. Fluid aspirated from knee [jointing effusion]. Case description: spontaneous report received on (B)(6) 2010 from a physician regarding a male patient, age and gender unknown, with a medical history of knee osteoarthritis. The patient was administered the synvisc-one on an unknown date into the knee. After receiving the injection, the patient experienced a painful swollen knee. Fluid was aspirated from the patient's knee and synovial fluid testing revealed that the patient had a "septic knee." At the time of this report, the outcome of the reported event and treatment were unknown. The synvisc-one lot number was unknown. No further information was provided.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of synvisc one is not affected by this report. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.